Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. After multiple attempts, the issue resolved and customer was able to successfully resume insulin delivery. There was no reported adverse impact to customer's blood glucose level.